Event description:
It was reported "luer lock clear plastic piece broke off inside underneath the blue cap". This malfunction was found prior to use. No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one stylet assembly, including one tuohy borst , and syringe for analysis. No definite signs of use were observed on the returned components. Visual analysis revealed no obvious defects or anomalies with the returned components. The returned side port adapter was functionally tested per the vps instruction booklet , which instructs the user, "flush stylet lumen attach saline filled syringe to luer of side port adapter and flush adapter and catheter. Clamp side port extension and remove syringe." The stylet was inserted through the tuohy borst and the tuohy borst was tightened on the stylet. The assembly was then flushed using the returned 10cc syringe, and the assembly flushed as intended. No leaking or cracks were observed. The vps instruction booklet provided as part of a general ask-45541-uwh kit informs the user, "warning: use care when tightening the tuohy borst to minimize the risk of blood loss and air embolism.". The customer report of a separated hub was not confirmed through investigation of the returned sample. The returned adapter passed all relevant visual and functional requirements. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "luer lock clear plastic piece broke off inside underneath the blue cap". This malfunction was found prior to use. No patient harm or injury.